Event description:
It was reported that there was an error with the continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the cgm error did not reoccur, and the customer was able to successfully start their sensor session.